Manufacturer narrative:
This is a definitive report. This case is received by bioventus on (B)(6) 2024 and it was forwarded to manufacturer on (B)(6). The reporter did not provide any evaluation in term of the event. Further detailed investigation were failed with attempts on october 23, 28 and november 04, 2024 through our us partner. Based on the result of investigation for lot# 4x3x12, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring. No similar case has been reported in the use of lot 4x3x12. Any contamination within the product was therefore unlikely. It was considered that the subsequent event was not related to the product.

Event description:
On (B)(6) 2024 - a male patient received supartz fx into bilateral knees with 21g 2" needle under fluoroscopy. 1.5cc omnipaque was injected for arthrogram. 4cc 1% lidocaine was used for anesthesia. On (B)(6) 2024 - the patient experienced severe pain, difficulty walking/standing, increased swelling. On (B)(6) 2024 - the patient returned to the physician. X-rays were taken and cultures were drawn. The physician was concerned of septic arthritis and suggested the patient go to the emergency room. The patient was hospitalized from (B)(6) 2024. The patient was diagnosed with streptococcal septic arthritis. He was treated per infectious disease, cardiology, orthopedics. On (B)(6) 2024 - the patient was reported to be improving. The current status: following with orthopedics with possible knee replacements in the future.